Event description:
It was reported that during an unknown procedure, the clips were loaded into device and fell out of jaws before firing on structure. A second device of same product code was opened and used and the clips from this device would not close all the way. The rep said no additional information available now, but would gather more information when she follow up with customer. The case was completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). . Yielded jaws the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device was cycled, fed and formed six clips as intended, two clips with gap and it ejected two clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.